Event description:
It was reported that the patient acquired an infection. A medical assessment from the physician regarding the nature of the infection was not available. The patient was treated with antibiotics; there have been no reports of further complications regarding this event.

Manufacturer narrative:
A review of the device's manufacturing and sterilization records was completed, including batch history, device history, and sterilization records; there were no deviations or non-conformities associated with the reported event. The device remains implanted, which limits the ability to conduct any physical, functional, and/or root cause analysis.